Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been referred for explant. Additional information was received that the patient's device has been disabled but the patient is still experiencing discomfort with physical activity. Per the physician, the patient's device was disabled roughly 2.5 years ago when the patient was hospitalized (no allegation hospitalization was relate to the vns) so the patient could get an MRI. The device remained disabled due to concerns that the patient was experiencing increased seizures after the vns was implanted. The exact location the pain was occurring was not specified, but the cause was listed as other - with physical activity, per patient's;per patient and parent requests;. The patient's most recent settings and diagnostics were also provided. No other relevant information has been received to date. No known surgical intervention has occurred to date.